Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number: gd893735 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of peritonitis was unknown. On an unreported date, the patient was retrained on a proper aseptic technique. The patient recovered from peritonitis.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had symptoms of abdominal pain and cloudy effluent. The patient was treated with ancef 1500 milligrams intraperitoneal (ip) daily for 3 days and gentamycin 40 milligram ip daily. After cultures results were negative, ancef was started as 1 gram daily ip for 5 days. The patient is considered to be recovered from this event and the cause of peritonitis is unknown. Pd therapy was ongoing during the event of peritonitis. This is report 2of 4.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).